Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump had scratched lcd window noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.